Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the refrigerator had failed. The field service engineer cancelled the work order and no information was provided on how the issue was resolved.

Event description:
It was reported that when using the bd pyxis medstation system, the refrigerator failed, and this has been an ongoing issue. The customer reported that this malfunction occurred when a user was trying to dispense medication to a patient. The customer stated that there was no delay in the patient workflow, as users managed to obtain the medications from another station. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported that when using the bd pyxis medstation system, the refrigerator failed, and this has been an ongoing issue. The customer reported that this malfunction occurred when a user was trying to dispense medication to a patient. The customer stated that there was no delay in the patient workflow, as users managed to obtain the medications from another station. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: d1, d4, d5, e2, e3, g1, h6 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 06-dec-2022 to 05-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the refrigerator had failed. A field service engineer found that the drawer bins were not detected on the bus. The engineer rebooted both the refrigerator and medstation, followed by testing in hardware test application to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.